Event description:
The patient reported that 2-3 days after implant an infection at the implantable neurostimulator (ins) site was discovered. The patient was not sent home with pain medication after implant and wasn't supposed to be moving around but they moved around because of pain at the ins site. The patient was put on a round of oral antibiotic ciproflaxin and was given hydrocodone. The patient went back after the first round of antibiotics and it was discovered that the ins site was still raw and bloody and hadn't healed over, and the infection was still present. The patient was put on another round of the same antibiotic. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.